Manufacturer narrative:
Gehc's investigation has completed. The customer was unable to return the damaged power cable to gehc because it had been discarded when it was replaced with a new cord. The customer had provided information and pictures of the damaged power cord for analysis, and gehc, along with the power cord supplier, evaluated the information provided. The conclusion is that the wall-end of the plug may have smoldered due to repetitive use damage from either the outlet or the user when pulling the cord from the socket. There was evidence of the plug having minimal contact with the wall plug blades creating a high resistive path resulting in the thermal event / arcing. Gehc further reviewed the complaint file for other reports of smoldering power cords of the same model and concluded there is no design or manufacturing issue. All risk mitigations currently in design are still effective and the risk is still at level afap. No further action is required at this time.

Event description:
A customer reported that when they plugged the logiq p6 into the wall outlet under a washbasin the wall-plug of the power cord suddenly caught fire and burned. No injury or other damage was reported. They replaced the power cord.

Manufacturer narrative:
Patient info: no patient was involved. UDI: pre-compliance. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs korea - 9, sunhwan-ro 214beon-gil jungwon-gu korea, republic of seongnam-si gyeonggido, 462-807. Gehc's investigation is ongoing.